Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 20441564/ 20764567.

Event description:
It was reported that the patient developed an infection in an unknown location. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.